Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) system was explanted due to endocarditis and vegetation on the leads. The ICD system was replaced. No further patient complications have been reported as a result of this event.